Event description:
Reported due to stent dislodgement in the patient. Patient was undergoing stenting of the distal right coronary when a perforation occurred. The patient became bradycardiac and there was a slight drop in the blood pressure. Dr stated that he does not recall if the patient was treated for the bradycardia. The first physician attempted to advance the first jostent but could not cross the bend in the coronary artery. In an attempt to remove the device, the stent became dislodged from the balloon on the delivery system in the proximal right coronary artery. Dr stated that he does not know whether the stent came in contact with the tip of the guiding catheter. The stent delivery system was removed and either a 2.5 or 3.0mm opensail balloon catheter was advanced through the stent. Inflations were performed at 18 and 20 atmospheres to deploy the jostent in the proximal right coronary artery. After multiple attempts, another jostent device was advanced and deployed at the site of the perforation, which was sealed. Dr stated that the cardiac enzymes were elevated the following day; therefore, he recommended the patient have a follow-up angiogram. The patient refused. A cat scan was performed which revealed, "blood around the right atrium and not the pericardium." The patient did well and has been discharged from the hospital.